Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient had been having difficulties with charging their implant. The patient stated that they used to be able to see the recharging screen with the coupling boxes, but for the past couple months they had not been able to see the recharging screen. They reported that they had to have someone help her charge because they were having difficulties. It was noted that the patient was not sure if they were even charging properly. The patient was redirected to contact their healthcare professional. No symptoms were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.